Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to power on the station and the screen was black. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to power on. A field service engineer observed that the half-height drawer was missing in the storage configuration. The engineer replaced the module controller, but the station still did not power on. The drawer board was then replaced, and the firmware was updated. Hardware test application testing was completed successfully. The device was rebooted, and the drawer was configured in the application. The customer tested the station and confirmed it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to power on the station and the screen was black. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.